Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) fiber optic extension broken. There was no patient involvement.

Manufacturer narrative:
Additional contact information: name - (B)(6). The getinge field service engineer (fse) encountered the reported issue during the preventative maintenance (pm) and replaced the fo sensor extension cable assembly to fix the issue. But during testing the patient interface module failed and the cardiosave was not cleared for use at that time. Later the repair has been completed and the iabp was then released and cleared for clinical service.

Event description:
N/a